Event description:
Ambulance crew responded to a 911 call and found pt in full arrest (asystole) with CPR in progress. The pt was attached to the zoll autopulse (automated chest compression) device. After approx two mins of operation, the device shutdown and "battery change" message was noted. Battery was removed and found to be fully charged and therefore re-inserted for use. Again, after approx 2 mins, the device shutdown and "battery change" message was noted. After a total of five attempts and three battery changes, the device was removed and manual CPR was resumed. Note: manual CPR was in progress during the time(s) that the device malfunctioned.